Manufacturer narrative:
(B)(4). On (B)(6) 2012, the customer reported that the lithium battery for mrx's was not holding a charge. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2012, the customer reported that the lithium battery for mrx's was not holding a charge. There was no report of pt involvement.